Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received this lead exhibited oversensing. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.